Event description:
Pt was having cryoablation of a small recurrent renal cell carcinoma when he was noted to stop breathing, approximately 10 minutes into the cryoablation, and was not able to be resuscitated. Review of anesthesia reveals the dosages would not have caused the respiratory problem. According to the surgeon the medical device was working appropriately, although it was not able to be examined. An autopsy revealed no changes suggestive of anaphylaxis. The death cerificate has the cause of death as "cardiac arrest during conscious sedation with versed and fentanyl for cryoablation of recurrent reneal cell carcinoma".